Event description:
It was reported that the customer had a partial display on the insulin pump. The customer"s blood glucose level was 115 mg/dl. The customer insulin pump fell down and got smashed in his car door. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. Missing segments were not verified due to cracked glass on lcd board. The device had minor scratches on the lcd window and case, cracked case at reservoir tube window corners, cracked battery tube threads, broken belt clip slot, and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.